Event description:
It was reported that the patient's system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It is unknown whether or not the ipg was put into surgery mode. Therefore, this product is not tied to the fsca.

Manufacturer narrative:
H7, h9: product should not be tied to remedial action or fsca.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg is inoperable and not communicating with external devices. Reportedly, the patient underwent a biopsy on the side the generator is on. Surgical intervention is anticipated.